Event description:
Positive immulite 2500 stat troponin assay results were obtained on three patient samples. The samples were repeated with lower results. The higher results were not reported to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the samples may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.

Event description:
Positive immulite 2500 stat troponin assay results were obtained on three patient samples. The samples were repeated with lower results. The higher results were not reported to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the samples may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the samples may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.

Event description:
Positive immulite 2500 stat troponin assay results were obtained on three patient samples. The samples were repeated with lower results. The higher results were not reported to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.